Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a pump error and insulin delivery was stopped. The customer was reporting of a past event. They did an insulin pump rewind. Troubleshooting was performed. The customer stated the insulin pump was exposed to high magnetic field. They had an x-ray done. The customer also reported that they had an incident when their blood glucose rose to 420 mg/dl. They treated with a manual injection. The insulin pump passed the displacement test. The device will not be returned for analysis.